Event description:
Surgeon implanted an abbott medical optics ophthalmic lens on (B)(6) 2012. After expression of dissatisfaction from the pt regarding the lens (expected results were never reached) and 11 months of follow up care form the physician, the physician explanted the lens on (B)(6) 2013 and implanted and different lens from another manufacturer.